Manufacturer narrative:
Emdr section h6 codes b, c and d updated to reflect results of investigation.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of distal arch aneurysm using gore® dryseal flex introducer sheath as an accessory during the procedure. A 20fr sheath was inserted from the femoral artery into the patient. After stent graft placement, the sheath was removed. During closure, reportedly the pulse was weak in the patient's right foot and angiography confirmed a dissection from the bifurcation of the right iliac arteries to the right external iliac artery. As treatment, a bare metal stent was placed and blood flow was recovered in the right external iliac artery. Blood flow into the right internal iliac artery seemed slow as well, but no additional treatment was performed. The patient tolerated the procedure. The physician said that resistance was confirmed upon removal of the sheath, which possibly caused the intima injury. According to the report, the right external iliac artery was 6 mm and bifurcation of internal and external iliac artery was 7 mm in diameter.